Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was taken to the emergency room, and subsequently hospitalized due to an elevated blood glucose level of 781 mg/dl. Customer was treated with intravenous saline and insulin, and was released from the hospital three days later with no permanent damage. Reportedly, the cause for the reported issue was due to the an incomplete bolus alert occurring. Reportedly, the customer initiated a bolus, however, did not complete the request for the bolus to be delivered. Tandem technical support educated the customer on incomplete bolus alerts, and performed a system check on the pump and determined that the pump was functioning as intended.